Manufacturer narrative:
Date of event; approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted transgastric to the jejunum to treat gastroparesis during a gastrojejunostomy procedure performed about a week before (B)(6) 2021. The patient experienced nausea and "feeling full" after eating on an unknown date post stent placement. The physician checked the stent placement and it was noted that the stent migrated in the bowel wall. The patient underwent a bowel surgery to remove the stent. It was reported that the patient's indication was not resolved at the time of migration and there was no new stent implanted. In the physician's assessment, there was no relationship between the patient symptoms of nausea and "feeling full" after eating and the axios stent as these symptoms were due to the patient's underlying condition. The patient's current condition was reported to be good. Note: it was reported that the axios stent was placed for a gastrojejunostomy. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.